Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9308019. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. The cause for this defect could have resulted during the use of the item, as the syringe is designed to expel solution by pushing the plunger rod down and not to draw blood by pulling the plunger rod back. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the stopper separated from the bd posiflush¿ normal saline syringe plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when the nurse used a flush to connect the patient to the infusion port to draw blood back in the ward, the withdrawal needle plunger found that the piston was separated from the front rubber, and the patient replaced the needle with the sealing solution to draw the blood back."